Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21396. It was reported the patient experienced ineffective stimulation. In turn, the device was unable to be set to MRI mode. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the ipg and lead was explanted to address the issue. Patient is stable. Unable to set ipg to MRI mode is being addressed in related manufacturer reference numbers: 1627487-2020-21399 and 1627487-2020-21404.